Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the back bracket is broken and lateral on the left side are broken as well as the armpads being held on by duct tape.